Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the patient was hospitalized multiple times due to diabetic ketoacidosis, and her doctor feels that she needs a new insulin pump. The first event was on (B)(6) 2012. The patient was in a coma for twelve days, and had a blood glucose reading greater than 1000 mg/dl. The second event was on 3/20/13. The patient did not wake up that day, and her family called the paramedics. Her blood glucose, again, was greater than 1000 mg/dl. The third event was on(B)(6) 2014. The patient passed out, and was hospitalized with a blood glucose of 944 mg/dl. The patient received fluids and antibiotics for an infection. The last event was on (B)(6) 2014. The patient was nauseated, and was hospitalized with a blood glucose of 973 mg/dl. Troubleshooting was performed, and the pump was programmed correctly. The pump passed the prime and high pressure tests. Nothing further was reported.